Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was introduced over the wire. However, while attempting to enter the right femoral vein (groin area), resistance was encountered. The soft tip of the sgc was observed to have split open. Therefore, the sgc was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to trace. It was noted that the patient was stable. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to insert the steerable guide catheter (sgc) into the anatomy resulting in soft tip tear cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.